Event description:
A health care professional from an ambulance service reported blood glucose results of "99 mg/dl" and "19 mg/dl" with a lifescan meter, performed within 10 minutes of each other for a patient. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A control solution test was performed and the result was within the accepted range (112mg/dl/106-143mg/dl). The meter is used on multiple patients. Patient's hematocrit was unknown. Patient did not have any symptoms. There was no adverse event or serious injury. The health care professional confirmed that quality control tests were performed and that they were within range.